Manufacturer narrative:
This report is submitted on january 24, 2022.

Event description:
Per the clinic, the patient underwent a skin revision surgery (specific date not reported) due to unspecified medical reasons.